Event description:
Procedure type: gastrocutaneous fistula repair. According to the reporter: upon first firing on the stomach bleeding occurred. The superior side of the buttress material had come off the staple line. Upon further inspection, the inferior buttress material was removed due to malformed staples. The surgeon converted to using a competitor's device. Unanticipated tissue loss occurred. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).